Event description:
The user entered the product bar code for a new antibiotic susceptibility test panel (gns-102) prior to loading the new version of software (vtk-r04.01) required to obtain results from that new test panel. The gns-102 labeling included the requirement for loading the vtk-r04.01 software for this test panel. The new gns-102 test panel contains a three well configuration for ofloxacin susceptibility. Earlier versions of software were encoded for the prior two well ofloxacin configuration only. When the gns-102 product bar code is entered into the computer prior to loading the new vtk-r04.01 software, the new ofloxacin configuration is not correctly recognized and results are not correctly reported for ofloxacin and subsequent drugs on the test panel. No results for the new test panel configurations are possible until the new software is loaded. If the test panel product code is correctly entered after loading the vtk-r04.01 software, the results are correctly reported. The error condition occurs only if the new test panel bar code is entered prior to loading the new software, and the test panel is used for determinations without re-entering the test panel product bar code.